Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using cold insulin and changing the pump supplies twice a week. Tandem clinical support informed customer that using cold insulin, and changing the pump supplies twice a week, is off label per the user guide. Customer¿s blood glucose (bg) level was 391 mg/dl. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.